Event description:
Material#: 515078 batch number#: unknown it was reported by customer that air in the line between the filter and bag when priming the tubing and remaking the infusion. Verbatim#: (B)(4). - the issue reported was ¿a epoch infusion came back yesterday with air in the line between the filter and bag. The same issue today when priming the tubing and remaking the infusion. Both used the bd phaseal optima infusion adapter (B)(4). It appears to be letting air in from somewhere. It has been used several times before with no issue.¿ kindly work with the xx copied on this email, to investigate the device (product/packaging is on hand).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (event 2 of 2): no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 515078, batch number#: unknown. It was reported by customer that air in the line between the filter and bag when priming the tubing and remaking the infusion. Verbatim#: (B)(4) - the issue reported was ¿a epoch infusion came back yesterday with air in the line between the filter and bag. The same issue today when priming the tubing and remaking the infusion. Both used the bd phaseal optima infusion adapter c100-0 #515078. It appears to be letting air in from somewhere. It has been used several times before with no issue.¿ kindly work with the xx copied on this email, to investigate the device (product/packaging is on hand).